Manufacturer narrative:
Catalog number is unknown at this time. The device was reported as an unknown 2061-3060 acetabular shell. Additional devices listed in this report: cat # 2041-2858, lot # 21573601, description: omnifit ser. Ii insert-10 deg. Cat # 06-2800, lot # 23510701, description: c-taper cocr lfit head 28mm/0. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. It was noted that the devices are not available for evaluation. Additional information has been requested and if received, will be provided in the supplemental report. Device not returned.

Event description:
Instability in the hip was reported.

Manufacturer narrative:
The patient is (B)(6). An event regarding instability involving an unknown shell was reported. The event was not confirmed. A review of the device history records could not be performed as the reported device was not properly identified. The lot ID was reported as 16413001; however, this was determined to be invalid. The event could not be confirmed nor the root cause determined because the devices were not returned for evaluation and insufficient medical information was provided.

Event description:
Instability in the hip was reported.